Event description:
It was reported the patient was in the hospital due to a urinary tract infection (uti), weakness and dehydration. A MRI was planned to rule out a granuloma but hadn't happened yet. The type of medication being delivered via the device system was fentanyl, bupivacaine, and baclofen. Additional information has been requested regarding the event¿s outcome and interventions, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, lot# l55918, implanted: 1998-(B)(6), product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: 2009-(B)(6), product type: catheter. (B)(4).